Event description:
Same case as user facility report #: (B)(4). It was reported that during a rotational atherectomy procedure, a wire detachment occurred. The target lesion was located in the left anterior descending artery (lad). After a successful rotablation of the lad, they were removing the burr out of the vessel when the radiopaque tip of the rota floppy guide wire broke off the inside the patients' body and embolized to the secondary diagonal coronary branch. They did not attempt to retrieve the tip of the wire since it was seen to be in an area where it was too narrow to get a snare or anything down there and it looks as if the tip might have penetrated the pericardium/heart muscle so they just left it there. Patient status was reported as fine. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as user facility report #: 0039-0226-2013-0003 (attached). It was reported that during a rotational atherectomy procedure, a wire detachment occurred. The target lesion was located in the left anterior descending artery (lad). After a successful rotablation of the lad, they were removing the burr out of the vessel when the radiopaque tip of the rota floppy guide wire broke off the inside the patients' body and embolized to the secondary diagonal coronary branch. They did not attempt to retrieve the tip of the wire since it was seen to be in an area where it was too narrow to get a snare or anything down there and it looks as if the tip might have penetrated the pericardium/heart muscle so they just left it there. Patient status was reported as fine. Additional information has been requested and is not available.